Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (sess) was returned without blood or saline visible, consistent with the reported information that there was no patient involvement. The stent implant was stationary on the shaft and partially expanded 5 mm distal to the distal marker as reported. The proximal end of the stent implant was mislocated on the inner member 5 mm distally to the proximal marker. There was no damage noted to the stent implant. The sheath was partially retracted for a length of 4 mm. There was no damage noted to the sess. The tuohy borst valve was confirmed to be tight. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not a result of a manufacturing deficiency, all sess are inspected for damage during the manufacturing process. It may be possible that the premature deployment is related to handling during removal from the packaging; however, this could not be confirmed and a conclusive cause could not be determined. Analysis confirmed the reported premature deployment; however, a conclusive cause could not be determined. A review of the lot history record for the reported lot revealed no associated non-conforming material records; indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents. There is no indication of a product quality deficiency.

Event description:
It was reported that during unpackaging of the 4.0x60 xpert stent system from the pouch, the stent prematurely, partially deployed. There was no patient involvement and no reported significant clinical delay in the procedure. A new xpert stent system was used successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.